Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge was received fully fired and with a cartridge pan out of position and missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The test cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan became dislodged and missing from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastroplasty vertical procedure, in the first fire with the stapler with a green reload in the stomach of the patient, it locked at the changing reload; the reload was attached to the stapler. And when unlocked, part of the load was in the stapler, preventing the continuation of the exchange and use the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.